Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or numbers ramping up noted. Insulin pump a had cracked case at display window corner, minor scratches on lcd window, broken battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
It was reported that there was a button error. The numbers are ramping up and won't stop. The blood glucose reading was not known. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.